Manufacturer narrative:
Baxter technical support provided the account the part number of the casters that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
It was reported that transtar stretcher frame (product code: p8000d5722, serial number: (B)(6), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.